Event description:
The customer contacted nephron pharmaceuticals corp regarding a product complaint on (B)(4) 2013. The pt reported that a washer fell into his mouth while using the ez breathe atomizer. The customer added that he nearly swallowed the washer, but he was able to cough up and remove the component from his mouth. The pt reported that he did not experience any medical harm or require any medical interventions following the event.